Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d4 UDI, d5 unknown, e2. E3, g2 and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-feb-2022 to 13- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's biometric scanner was not working, a field service engineer replaced the biometric scanner to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system biometric scanner was not working when users attempted to log into the station. The customer added that multiple users were affected and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner was not working when users attempted to log into the station. Customer added that multiple users were affected and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station's biometric scanner was not working as intended, required to be replaced.a field service engineer replaced the biometric scanner to resolve.the system functioned as intended.